Event description:
As reported by the user facility: event description: the customer stated, "the safety clip didn't engage. The nurser was stuck in the finger after the insertion of the introcan." Incident date: (B)(6) 2014.

Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is ongoing at this time. A follow up report will be provided after their statement is available. (B)(4).